Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record review the product et tube, hvt, 8.0, lot #01j1300376 was manufactured on 09/26/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the endotracheal tube used on a pt resulted in the cuff leaking. No report of a pt injury.